Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a low anterior resection, there was bleeding from the staple line after firing the device. Surgeon had to cauterize the staple line to complete the bleeding. There was no injury to the patient.